Event description:
Customer reported that she had high blood glucose of 414 mg/dl. Customer stated that her insulin pump was not delivering the correct amount of insulin. Customer stated that she delivered a bolus and the blood glucose still increased. Customer stated that she forgot to fill the cannula dead space. Customer stated that she looked at the site and noticed that the infusion set was not connected to the body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.